Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a cesarean section, the tip of the suture needle was noted to be missing. Abdominal x-ray was performed on the table pre-closure and no tip was visualized.